Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of a bd¿ insulin syringe with ultra-fine¿ needle. The nurse withdrew the insulin ¿from a cillin bottle¿, after insulin was removed from the bottle, ¿the needle was found broken in the bottle of insulin.¿ there was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation results: severity: occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6291922. DHR is not required when a CAPA exists for the complaint device. Two investigations were carried out. Franklin lakes investigation summary: customer returned loose 1cc syringe. Customer states that the needle was found broken in the bottle. The returned syringe was examined and exhibited a detached cannula. The sample was examined under the microscope and exhibited adhesive runoff onto the hub. Little adhesive was observed inside the hub. Holdrege investigation summary: on 06feb2018, holdrege received one loose 1ml syringe from reported batch# 6291922. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were observed. The sample was visualized under ultraviolet light and noted that there was adhesive run-over along the side of the barrel tip and barrel well. Scant traces of adhesive were noted within the barrel core. Probable root cause likely to be a misalignment of the adhesive nozzle during production of this batch. When this type of event happens, adhesive may be found along the side of the barrel tip and/or well, rather than down the barrel core. When this occurs, the cannula may not be permanently affixed within the syringe barrel. This can increase the chances of cannula detachment from the remainder of the syringe assembly, either during transport or initial use of the device. CAPA (B)(4) was initiated by the holdrege plant to address 1ml product customer complaints, specifically cannula separates and bent cannula, and their associated root cause(s). Batch# 6291922 was manufactured prior to implementation of any corrective/preventive actions associated with this CAPA. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.